Manufacturer narrative:
Examination of the returned device was unable to replicate the reported event. No evidence was found of product malfunction. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the metal tip of the femoral/tibial wrench was broken and could not engage with the implants during assembly. Also the femoral impactor was loose from a missing screw following decontamination after surgery but was fine during the case. Another wrench was used for the case and so surgery was not effected by either instruments.